Event description:
The patient's lead was explanted for prophylactic reasons with the generator replacement (generator replacement reported in medwatch #: 1644487-2013-00928). Product analysis was performed on the returned portion of the explanted lead. A suspected coil break was identified in the positive coil in portion of the returned lead. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Also, the positive coil has what appear to be voids in one strand of the quadfilar coil. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Review of the manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Chest x-rays were previously performed which were normal. System and normal diagnostics were within normal limits. No additional information has been provided.

Event description:
Additional programming history was reviewed. The decoder from the interrogation on (B)(6) 2013 shows that there were no >25% changes in lead impedance measurements since implant on (B)(6) 2012 at which time the lead impedance was 2000 ohms. This indicates that high impedance results were not obtained prior to explant on (B)(6) 2013. The lead fracture likely occurred during the explant procedure as no high impedance was obtained prior to explant. The corrosion of the lead likely occurred due to the device not being programmed off after explant and a lead break being present.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Manufacturer narrative:
Analysis of programming history.